Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that in (B)(6) 2013, the doctor inserted catheter for the pt through the right jugular being and the insertion was successful. On (B)(6) 2014 the pt returned to the hospital and was told that the cuff was detached and the catheter was exposed, then it was removed. Reinserted a new catheter for the pt.